Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user is stating that she was taking a shower, heard a crack and the shower chair seat cracked in half and the end user ended up on the floor and her back all scratched up from the fall.